Manufacturer narrative:
The device was in use for treatment. The lead was implanted for approximately 26 years, 5 months; it was capped, and will not be returned for evaluation. As a result, the allegations against this lead cannot be confirmed. Qa is unable to review the device history records (DHR) for this lead model as it is beyond oscor's record retention procedure and may be destroyed. Since the DHR is not available for review, it cannot be determined if there are additional complaints against the lot used to manufacture this unit. Controls are in place during manufacturing for electrical and visual verification. In addition, qa in-process and final inspection verify the electrical resistance is checked with a multimeter and readings are documented in the work order. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity and no new failure mode identified. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type. A review of the device manufacturing inspection procedure (permanent pacing lead final inspection) was review to verify that the device was inspected for the reported failure. The device is verified 100 percent for electrical and visual function. As stated in the manufacturing procedure. "Electrical function: electrical resistance has to be checked with a multimeter. Record ohms readings on work order. Note: on py leads, use helix to connector pin as contact. "D" dimensions (is-1 connectors): measure d dimension using optical comparator. Tubing inspection and criteria: all tubing will be inspected according to procedure, "criteria/inspection of polyurethane and silicone tubing". The electrodes should be clean and have no adhesive or other residue. Electrodes should be smooth and free of scratches. (Check with z foam dampened with alcohol.) On polaris coated leads, voids in polaris coating should be minimal." The py series instructions for use (IFU) informs the user of long term clinical experience for acute and chronic data measurements for sensing threshold and impedance. The instructions for use (IFU) informs the user of these possible complications: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. In addition, the IFU provides the user product awareness: the pacing leads are implanted in the extremely hostile environment of the human body. Because the leads are very small in diameter and must be very flexible, it inevitably reduces their potential performance and longevity. Leads may fail to function for a variety of causes, including medical complications, body rejection phenomenon, fibrotic tissue problem, or a failure of lead by damage, fracture, or by breach of their insulation. Despite of all care in design, component quality, manufacture and testing prior to sale, leads may be damaged by improper handling, use, placement or other intervening facts. The IFU precautions the user: perform procedure under fluoroscopic guidance.

Manufacturer narrative:
Conclusion not yet available, evaluation in process.

Event description:
The customer received a product experience report (per) for the patient, indicating both the rv (py 58 puv) and ra leads were capped due to noise, oversensing, and pacing inhibition. The customer has requested additional information. Per the customer's additional information pertinent; no cause identified. Unclear about the cause of the noise. Fluoroscopy was used by no cause of noise determined or fracture identified.